Event description:
A gandras was used during a patient procedure. The tip of the catheter was separated from the body of the catheter. The broken catheter and separated portion of the device was retrieved using a snare. There was no escalation of care due to the event.